Manufacturer narrative:
This part is not approved for use in the united states; however a like device with catalog # 55840014530, 510k #k113174 and UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with lumbar degenerative scoliosis and underwent fusion at t10-s2ai. Post -operatively, the screw of right s2ai was broken. The broken part was in the front of the sacroiliac joint. And it was the shaft part broken which was under the screw head about 5mm. Fragments of broken part remains inside the patient. No patient complications were reported as the result of the event. Because there was no pain in the patient, the reoperation was not planned to be performed.